Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, a physician experienced difficulty fully inserting a right atrial (ra) lead into the header of a pacemaker. After several attempts, the ra lead was successfully connected to the pacemaker and implanted with good measurements. No adverse patient effects were reported.